Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One stiffening stylet, one 5 fr dual lumen powerpicc, one statlock in a sealed pouch, one 20 g IV introducer needle, and two end caps were returned for evaluation. An initial visual observation showed use residue on the returned samples. The core wire of the stylet was observed to be broken and the coiled wire was observed to be unraveled. A microscopic observation revealed the distal tip of the stylet was missing. The coiled wire was observed to not be unraveled just proximal to the break at its distal tip. The break site of the coiled wire at the distal end of the stylet was observed to be slightly curved with a slight lip on one edge of the break and a mostly flat and smooth fracture surface. The break site of the core wire of the stylet was observed to be angled with a slight lip at the distal-most point and striations were observed on the flat, lustrous fracture surface. The angle, luster, and surface features of the break in the core and coiled wires suggest the returned guidewire was cut with a sharp instrument, such as scissors. However, it is unknown when or where the guidewire came into contact with a sharp instrument. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the resistance was experienced during guide wire insertion, after removal, the guide wire tip was found split and which cause the insertion failure. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev2304 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the resistance was experienced during guide wire insertion, after removal, the guide wire tip was found split and which cause the insertion failure. No other information was provided.